Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a companion sample was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional loading and priming phase tests, as well as the prime self-test were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the dialysate line of a prismaflex st100 set during priming. There was no patient involvement. No additional information was provided.